Manufacturer narrative:
Due to the clarification the report was reassessed and found to be no longer reportable because it was an involved component.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product biolox prosthesis head 8/10 32mm l. 8 years and 2 month after primary surgery the ceramic insert fractured. It remains unknown whether or not the femoral head is broken. A revision surgery was scheduled for (B)(6) 2019. Additional information is not available. The adverse event is filed under aag reference (B)(4). Concomitant products: nh102 - sc/msc ceramics insert 32mm 48/50 sym. 51773292 (not marketed in the us).